Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported they stopped using the aligners, during the course of treatment they began to have tmj problems. As they continued to use the aligners the tmj got worse. The stopped to take a break and this has improved their condition. They consulted a dentist who then referred them to a tmj specialist. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.